Manufacturer narrative:
Device passed displacement test. Device received with minor scratches on lcd window. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that screen of insulin pump was scratched. Customer stated that it was hard to see screen when they outside during day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.